Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the midly tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good post procedure.